Event description:
It was reported that an intermate had its reservoir rupture during filling. The device was being filled with a solution of amicazin and saline. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Visual inspection found the reported rupture in the bladder of the device. Microscopic inspection of the device revealed markings on the interior surface of the bladder near the rupture line. These markings are indicative of internal damage. The cause could not be determined. Should additional relevant information become available a supplemental report will be submitted.